Event description:
Technician alleged that the left head side rail would not lock. No patient impact.

Manufacturer narrative:
The technician replaced the left head side rail bracket and latch to resolve the issue.